Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the patient experienced hypotension and successfully treated per the IFU due to a suspected polymer leak was confirmed. The reported limb occlusion with thrombus complaint is unconfirmed due to lack of relevant medical records and imaging. The complaint is most likely user, anatomy and device related as the following contributing factors were identified; the physician not pulling back on the stiff wire as well as not relieving tension on the aortic body during polymer fill, neck calcifications and as identified in field safety notice (fs-0012), the root cause for most polymer leaks is a material weakness adjacent to the polymer fill channel which may become compromised during pressurization with liquid polymer. Since this device remains implanted, endologix is unable to conduct product evaluation to conclusively ascertain root cause. However, based on the investigation associated with the fsn this is likely a contributing factor for this event. On 06aug2018, endologix issued a field safety notice (fs-0009) regarding the risk of polymer leak events with the ovation ix aortic body stent graft. On 06may2020, endologix issued a follow-up safety update (fs-0012) reaffirming treatment recommendations for patients who experience a polymer leak during implantation and providing updated information on the current rate of polymer leaks, the rate of clinical harms and root cause. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Post polymer fill of the aortic body stent graft, the patient experienced hypotension and was successfully treated for an anaphylactic reaction per the device IFU. The final angiogram confirmed there was no visible endoleak of any type present and the aneurysm was excluded. Additionally, the patient was brought back to the lab due to an absent pulse in the ipsi-lateral foot. An angiogram was performed determining a block and presence of a clot in the distal leg. The physician was able to use laser, and angioplasty to restore flow. The patient will continue to be monitored.